Event description:
It was reported that the patient went to the emergency room (ER) due to syncope. It was also reported that the atrial lead had undersensing and no capture. A chest x-ray revealed dislodgement of the atrial lead. The lead was repositioned. A week later, it was reported that the patient was seen again in the ER for lightheadedness and the atrial lead was undersensing with no capture. It was revealed that the atrial lead was once again dislodged. The atrial lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. There were no anomalies found. It was noted that the proximal conductor had blood/body fluid (not obstructed). The outer insulation was breached cut. There was blood in/on the helix/lobe mechanism. And there was apparent explant damage.